Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump gives power loss alarm. Customer also reported that battery cap closed properly. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected low battery alarms noted during testing. No unexpected replace battery now alarms, or power loss alarms noted during testing.